Manufacturer narrative:
Pt age is not available from the facility. Found subnet mast wrong. It was set to 255.255.251.0 when it should have been 255.255.255.0. Also while at the site installed remote presence. Engineering had changed subnet masks. After the subnet masks were changed back, communication worked as required. No further issues.

Event description:
A medtronic rep reported issues with the stealthstation s7 system not communicating with the o-arm. The surgery was completed without the use of navigation. There was no impact on the pt outcome.